Manufacturer narrative:
(B)(6). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
During a service visit and after a new galvo was installed the system produced incomplete flap cuts when tested. The incomplete cuts were seen at larger diameters, 9.0mm, and the missing cuts were in the upper end. It was an out of the box defect of the new installed galvo. There was no patient involved.

Manufacturer narrative:
It was reported in the initial report that there was an operational problem when it should have been a mechanical problem. (B)(4).

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.